Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: one (1) controller (B)(6)and two (2) batteries(B)(6)were not returned for evaluation. Log file analysis revealed one (1) electrical fault alarm and one (1) high watt alarm were logged (B)(6)2021. The electrical fault alarm was logged at 23:36:33 was due to an overcurrent condition on a rear stator resulting in a pump running on a single stator. This likely triggered the high watt alarm due to the increased power consumption required to run on a single stator. Additionally, log file analysis revealed multiple reactivation events that have been logged between (B)(6)2021 and (B)(6) 2021 due to overcurrent conditions detected on the front stator and rear stator. These are additional findings not related to the reported events. Based on the risk documentation and the available information, a possible root cause of the observed electrical fault alarms, reactivation events, and high power event can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. Log file analysis revealed five (5) controller power-up events with associated pump start events, logged on (B)(6)2021 at 14:07:58 and 23:53:50, (B)(6)2021 at 11:48:27 and 11:49:09, and (B)(6)2021 at 14:21:23. No anomalies were recorded leading up to the losses of power. The controller was without power for 28 seconds, 19 seconds, 13 seconds, 38 seconds, and 10 seconds, respectively. Analysis of the alarm log file did not reveal any power disconnect alarms within the analyzed period; review of the data log file revealed multiple instances involving (B)(6), and an additional battery , where the batteries' relative state of charge (rsoc) values were logged between 101-201, which is indicative of communication errors. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than 25%. As a result, the reported events were confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Possible root causes of the communication errors, and resulting power disconnect alarms, can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Additional products: (B)(6) h3: yes h6: FDA method code(s):b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02(B)(6) h3: yes h6: FDA method code(s):b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of concomitant products: ddmb1d4 ICD implanted on (B)(6) 2019, 5076-52 lead implanted on (B)(6) 2019, 6935m62 lead implanted on (B)(6) 2019. Additional products: heartware ventricular assist system ¿ battery model #: 1650 / catalog #: 1650 / expiration date: 31-may-2022 / serial or lot#: (B)(4) UDI #: (B)(4) available for eval: no, evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 21-may-2021, labeled for single use: no (B)(4). (B)(4) ubd: 31-may-2022 (B)(4) heartware ventricular assist system ¿ battery model #: 1650 / catalog #: 1650 / expiration date: 31-may-2022 / serial or lot#: (B)(4) UDI #: (B)(4) available for eval: no, evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 21-may-2021 labeled for single use: no (B)(4). Additional information has been requested regarding the patient demographics, initial reporter and product return status related to the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited three unexpected losses of power and two batteries exhibited communication errors. The controller and batteries remain in use. No patient complications have been reported as a result of this event.